Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported "had fluid", "a shifting of the implant and had associated pain", and "twice had it fixed due to capsular contracture", unknown baker grade. Device remains implanted. This record is for the left side.